Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior. During a recent device interrogation, the estimated battery longevity showed 1.5 years remaining. This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker declared safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination found no anomalies. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Battery lab results found a depleted cell with no battery-related anomaly determined; therefore, the cause could not be established.

Event description:
It was reported that this pacemaker declared safety mode. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.